Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized on (B)(6) 2026 because of hyperglycemia and stayed in the hospital for more than one day. The patient then experienced a hyperglycemia event on (B)(6) 2026. The blood glucose level was 22.2 mmol/l and the patient was treated with intravenous therapy. Symptoms included feeling sick and unwell, vomiting, and sweating. No further information available.